Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 13.8mmol/l. Customer stated that she is getting air bubbles in the reservoir and uses a pen to fill the reservoir. Customer can see bubbles forming before the o-rings and also in the tubing. The customer was explained the causes and given an advised. The customer advised she will change her set with these tips and correct using pen.